Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported the peritoneal dialysis (pd) patient had passed away and the cause of death was unknown. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient was hospitalized for unspecified reasons unrelated to use of the liberty select cycler or any fresenius product. The date of patient admission was not provided. The pd nurse stated the patient expired on (B)(6) 2021 during the hospitalization. The cause of death is unknown. It could not be confirmed if the patient was continuing pd therapy during the hospitalization or if the cycler or manual exchanges were utilized. The pd nurse did not have any additional information to provide. Per the information documented in the file, this event is unrelated to peritoneal dialysis (pd) therapy or any fresenius device(s) or product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: this event is unrelated to peritoneal dialysis (pd) therapy or any fresenius device(s) or product(s). Additionally, there is no allegation of a device malfunction or deficiency reported for the adverse event.

Event description:
It was reported the peritoneal dialysis (pd) patient had passed away and the cause of death was unknown. Additional information was obtained through follow-up with the patients pd nurse. The patient was hospitalized for unspecified reasons unrelated to use of the liberty select cycler or any fresenius product. The date of patient admission was not provided. The pd nurse stated the patient expired on (B)(6) 2021 during the hospitalization. The cause of death is unknown. It could not be confirmed if the patient was continuing pd therapy during the hospitalization or if the cycler or manual exchanges were utilized. The pd nurse did not have any additional information to provide. Per the information documented in the file, this event is unrelated to peritoneal dialysis (pd) therapy or any fresenius device(s) or product(s).